Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5, d4 (UDI), and h6 medical device problem code (added missing code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of cloudy image was not confirmed, but the allegation of black liquid coming out of the distal end of the scope was confirmed. Based on the results of the investigation, it is likely that the foreign object may not be removed due to physical damage to the device, which is caused by a leak in the instrument channel. However, a definitive root cause for the black liquid coming out of the distal end of the scope could not be determined. Additionally, the root cause for the cloudy image could not be identified. The instruction manual states the processing procedures are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The cloudy image event occurred during an unspecified procedure. There was no report of patient harm.

Event description:
It was reported that the bronchofibervideoscope picture was cloudy when plugged into the olympus tower; when manual cleaning the scope, there was black liquid coming out of the distal end of the scope. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.